Event description:
Medical affairs was unable to get in contact with pt's family member, sending pt's family member a letter. Based on the info provided, medical affairs is documenting this case as a medical complaint. Pt's meter was not powering on, which resulted in pt to seek medical attention. Pt had symptoms, which consisted of vomiting. Family member replaced the batteries on the lifescan meter, and meter still did not power on. Family mamber took pt to the hospital where their blood sugar was over 400 mg/dl. Pt was hospitalized and was treated with IV glucose (sic). Customer service sent pt a new meter.